Manufacturer narrative:
During the review of the customer supplied data files, thermo fisher scientific identified only one (1) false positive sample in one of the runs. The false positive was attributed to an air bubble in the reaction well that popped during pcr thermocycling. This resulted in non-specific amplification that crossed the threshold and caused a false positive result for the well. The air bubble was caused due to inadequate centrifugation of the qpcr plate. Customer was advised to ensure that centrifugation parameters are followed per page 38 of the IFU (man0019181, rev. J) to avoid recurrence of the issue.

Event description:
On (B)(6) 2021, the customer reported that four (4) samples showed possible false positive results while running the taqpath" covid19 combo kit;. Upon investigation only 1 false positive result was confirmed and was determined to be due to inadequate centrifugation by the customer. Customer confirmed two (2) of four (4) perceived false positive results were reported to the physician and/or patient. The customer did not report any serious injuries or death.